Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered microscopic visual inspection of the lead barrels and header of the device noted a slight amount of body fluid contamination in the lead barrels. All set screws functioned normally. A hole was noted in the right atrial (ra) seal plug. The header was properly attached to the case. Pin gauge testing, designed to verify proper port dimensions, was completed. The right ventricular (rv) and ra header ports measured as expected. The df lead barrels were analyzed and no anomalies were identified. Longevity calculations confirmed that the device exceeded minimum expected longevity. The device did not reach elective replacement indicator (eri) prior to explant. Battery status of the device at explant was middle-of-life 2 (mol2). Analysis of the device memory confirmed that therapy was available at explant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Egrams and markers in the zoom software were monitored during all testing and detailed analysis. No inappropriate noise, sensed events, or pauses in pacing were noted. The allegations from the field were not confirmed or duplicated during testing and detailed analysis. The device performed normally throughout laboratory testing.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Awaiting return of device for laboratory testing.

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled device replacement procedure. During the procedure to disconnect the device from the terminal pin, the physician found that the set screw was loose. The chronic device was explanted and replaced. The device is enroute to boston scientific for laboratory testing. Boston scientific received additional information from the local representative that electrogram noise had been identified two days prior to the invasive procedure. There was no evidence of pacing inhibition. The physician did confirm at the time of the procedure that the setscrew on the right ventricular (rv) pace/sense was loose. No further issues were identified once the replacement device was connected to the chronic transvenous rv defibrillation lead.